Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that, when restarting the system, the pc of the imaging system would not turn on. The representative reported that the issue was intermittent, prompting replacement of the pendant and the imaging system pc. The imaging system then passed the system checkout and was found to be fully functional. The suspect pendant and pc have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while starting up the imaging system, the system became unresponsive. The site was able to disconnect the viewing station of the imaging system and the imaging system, start each separately and reconnect them to resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect pendant for the imaging system was returned to the manufacturer for evaluation. Testing confirmed that several buttons on the pendant were unresponsive, indicating an electrical failure. However, this did not confirm the reported issue.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.